Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/01/2017 with the following findings: a review of the black box showed an unexplained loss of prime on (B)(6) 2017. The total daily doses and basal rates were correctly recorded. No defects were found during the investigation.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 866 mg/dl on (B)(6) 2017 with nausea, and vomiting associated with an alleged history settings issue. Reportedly, the patient resumed pump use after replacement. The patient was hospitalized for diabetic ketoacidosis and was unable to provide further information on their hospital treatment. During troubleshooting with customer technical support (cts), it was revealed that the patient did not have any insulin from (B)(6) 2017 until she went into the hospital on (B)(6) 2017. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.